Manufacturer narrative:
Correction section b5 : updated event date accordingly.

Event description:
It was reported that the patient presented in the hospital for a scheduled implant procedure on (B)(6) 2025. During procedure, the right ventricular (rv) lead would not advance into the ventricular septum due to torque built-up in the cps-3d locator sheath. The rv lead helix was found to retract slowly despite using the helix locking tool, however was fully retracted. Upon removing the rv lead from the patient's body, the lead was noted to have substantial twisting and ¿barber-poling¿ on the mid-body. The rv lead was removed and replaced. The patient was stable before, during, and after the procedure

Event description:
It was reported that the patient presented in the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead would not advance into the ventricular septum due to torque build-up in the cps-3d locator sheath. The rv lead helix was found to retract slowly despite using the helix locking tool, however was fully retracted. Upon removing the rv lead from the patient's body, the lead was noted to have substantial twisting and ¿barber-poling¿ on the mid-body. The rv lead was removed and replaced. The patient was stable before, during, and after the procedure

Manufacturer narrative:
The reported events were "the lead would not advance into the septum," helix mechanism issue, "there was substantial twisting and ¿barber-poling¿ on the mid-body of the lead" and "lead kinked." As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was over torqued consistent with procedural damage. Torque applied directly to the inner coil confirmed the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix clogged with blood/tissue. Visual examination did not find any damage at the middle region of the lead.